Event description:
The philips field service engineer reported a failed safety valve tst during extended self testing due to the safety valve cannot open. There was no patient involvement.

Manufacturer narrative:
(B)(4).